Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, animas received information indicating that an allegation was made against animas insulin pumps. The allegation reportedly came from an employee of another insulin pump manufacturer, claiming that animas pumps dispensed insulin during the load step when not intended by the user. There was no indication of an adverse event with this information. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a prime issue.